Event description:
It was reported that the pump had to be replaced due to volume discrepancies. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).